Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular defibrillator (rv) lead exhibited out of range pace impedance measurements greater than 2,000 ohms. Technical services reviewed several episodes and presenting electrograms (egms) noting intermittent high pace impedance measurements for at least six months. Troubleshooting options were discussed with arm movements and isometrics, with associated impedance spikes. It was noted there was no events with noise and the device has the original spring contact. The device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular defibrillator (rv) lead exhibited out of range pace impedance measurements greater than 2,000 ohms. Technical services reviewed several episodes and presenting electrograms (egms) noting intermittent high pace impedance measurements for at least six months. Troubleshooting options were discussed with arm movements and isometrics, with associated impedance spikes. It was noted there was no events with noise and the device has the original spring contact. The device system remains in service. No adverse patient effects were reported.